Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she wore a tampon approximately three to four hours and upon removal the string pulled out leaving the pledget inside her vaginal cavity. She manually removed the pledget and during removal it separated into pieces. She was able to manually remove the pledget pieces from her vaginal cavity and did not experience any adverse health effects. She scheduled a medical exam with her doctor to ensure there were no pledget pieces remaining inside. Multiple attempts have been made to obtain further information regarding the outcome of her doctor visit, however, no further information has been received.